Manufacturer narrative:
Updated fields: b4, g9, e1 name of initial reporter, g3, g6, h2, h3, h6(investigation type, investigation findings, investigation conclusion, component code), h11. Corrected fields: g2. It was reported that during preventive maintenance, the cardiosave intra aortic balloon pump (iabp) failed the all manifold test. There was no patient involvement reported and no injury or harm reported. A getinge field service engineer (fse) evaluated the unit. The fse reported that they were unable to calibrate the internal helium transducer. Additionally, x4 also failed the leak test. To fix the issue, the helium lines were properly secured and snugged. The helium reservoir was also replaced in order to calibrate the helium transducer. Device passed the performance and safety checks according to factory specifications.the failure analysis and testing dept. Received part number with a reported unit failure of the all manifold test and unable to calibrate transducer. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part in cardiosave test fixture serial number ch322984f0 and tested the part to factory specifications per the cardiosave service manual part number. Confirmed the all manifold test fails. Fill manifold differential pressure is at 16 mmhg. Possible cause is component reliability. Retaining the part in the failure analysis and testing department per procedure rev. Av.

Manufacturer narrative:
Due to characterization limit e1 initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump unable to calibrate internal helium transducer while device was in preventative maintenance. Unit fails the all manifold test, fill manifold section, second test. Carc: pointing to k1 and k2. Unable to calibrate internal helium transducer as well. X4 also fails the leak test. There was no patient involved. No harm or injury to the patient was reported.